Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned, and the cable was cut off. Due to the returned condition, functional testing could not be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the jaw broke off and fell into the patient. They removed the piece through the trocar. They used another device to complete the procedure. There was no patient consequence reported.